Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit passed 114.0 hours of extended testing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the ventilator will not allow the device to change from synchronized intermittent mandatory ventilation, the device does not respond to change on the revel ventilator. As of this time. There is no information regarding patient involvement associated with the reported event.